Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. Based upon the clinical evaluation, the reported type ib endoleak was confirmed, however, the root cause could not be identified. The clinical review and event details suggest that the following may have been factors in the event. The concomitant misuse of a non-endologix left hypogastric snorkel stent, the misuse of the devices with bilateral iliac artery aneurysms of greater than 2 3 cm, and, a near 90 degree aortic neck angulation, and use in tortuous iliac arteries. A manufacturing record review was performed. The lots met all release criteria prior to distribution.

Manufacturer narrative:
Other device remains implanted in the patient. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Additional devices: model: i16-16/c88 sa; limb extension; lot:1250399-009, rel date:(B)(6) 2014, exp date: 4/30/2017. Model: i16-16/c88 sa; limb extension; lot:1283236-015, rel date: (B)(6) 2014 exp date: 11/18/2017.

Event description:
It was reported post implant of a bifurcated device, a suprarenal, and three limb aortic extensions, the patient admitted to the ER for back pain. A computed tomography scan revealed increase in the right common iliac artery extension limb post an endovascular repair with endoleak. The physician elected to do an intervention, however in the meantime the patient coded and expired.